Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was receiving tpn. The user noticed the luer was locked was too tightly into the patient line and "broke" when trying to disconnect the IV. No patient harm reported.